Event description:
It was reported that a t:slim x2 pump's battery would not charge properly, as it depletes quicker and doesn't charge as quickly as it used to. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up and additional corrective actions from technical support, and further information could not be obtained.